Event description:
The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found burned pca (could not read hours), sieves are clogged, inlet filter will be replaced due to preventative maintenance. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.

Manufacturer narrative:
The manufacturer previously reported information that a simplygo device was sent to a third-party service center for investigation. During evaluation, the third-party service center found burned pca (could not read hours), sieves are clogged, inlet filter will be replaced due to preventative maintenance. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. The device has not been evaluated by the manufacturer¿s product investigation lab (pil) for additional testing and investigation at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.